Manufacturer narrative:
H3, h6: one titanium, a22 (serial number (B)(6)) was returned for evaluation. The brace is in good condition and functional. Per the condition, functionality, and manufacturing form, the brace is built within specifications. No issues were found.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient tore her anterior cruciate ligament (acl) while wearing the brace during a basketball game. She "got a break away down the court and stopped quickly for a jump shot. The player then came down and upon landing said her knee felt like it hyperextended. The patient was about 11 months out of acl reconstruction."